Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to post-sensed t-wave oversensing. No changes or interventions were reported. The patient condition was not known.